Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. A temporary pacing lead was implanted and connected to an external device. A new crt-d system was implanted twenty-five days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.